Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a gamma3 nail was implanted on (B)(6) 2025. Wound revision took place in (B)(6) 2026. On (B)(6) 2026, a fracture was detected without a fall. Revision took place on (B)(6) 2026, followed by a hip replacement.